Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device- 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with right internal maxillary artery (imax) embolization , fever of 103 degrees, hypotensive requiring levophed, board spectrum antibiotics; volume resuscitation. On (B)(6) 2018, the patient was weaned off levophed and taken off sedations. A CT of the chest was performed. On (B)(6) 2018, the patient received 11 ventricular tachycardia (vt) shocks overnight through the morning and their fever rose to 104.1 degrees. The patient became hypotensive and was given levophed for improved volume. On the evening of (B)(6) 2018, the patient converted into polymorphic ventricular tachycardia with a heart rate 260, loss complete pulsatility for 20 min. The patient was made a do-not-resuscitate order given by the family and at this point, the mechanical ventilation support removed, vasopressors stopped, withdrawal of care orders placed for comfort measures. Lvad pump disconnected and the patient expired at 2128 on (B)(6). There were no reported device issues associated with the event. Limited autopsy was performed and the pump was explanted. No additional information provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively established. No device-related issues were identified through the evaluation of the pump. The pump was returned assembled with the entire driveline intact. The inlet elbow and flex section were returned attached to the pump¿s inlet port; however, the flex section was severed in half and the proximal end was not returned. The outflow graft was not returned. The outlet elbow was returned attached to the pump¿s outlet port. Upon disassembly of the returned device, loosely coagulated blood was observed in the inlet elbow, in the inlet stator, and on the rotor. Tissue-like clotted blood was also observed in the outlet elbow. The lack of structure of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of blood remaining in the device post-explant. Visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to the reported event. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.